Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Brand name: unknown. Bd vacutainer® edta used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). UDI#: unknown. Medical device expiration date: unknown. PMA/510(k)#: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® edta experienced underfilling. No report of serious injury or medical intervention.